Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09629. It was reported that one day post implant procedure, non sustained oversensing was noted. Chest x-ray was performed revealing that both right ventricle (rv) lead and right atrial (ra) lead were dislodged. The patient stated they had their arms over their head while sleeping. On (B)(6) 2020, lead revision was performed. The rv lead was successfully repositioned. After repositioning the ra lead, upon testing it was noted that the lead exhibited high pacing impedance and loss of sensing; it was noted that the suture sleeve was compromised and an insulation breach was noted below the suture sleeve, the ra lead was explanted and replaced. The patient was in stable condition and was discharged the following day.